Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the baby from the neonatal intensive care unit was already cooled on the arctic sun device. Nurse stated that the esophageal temperature was reading 29.7c, so the therapy was stopped, the patient had 42 hours of cooling remaining. And nurse could not confirm the placement of the esophageal probe because they were doing a sterile procedure cannulating for extracorporeal membrane oxygenation. Mss suggested to confirm the probe placement when the nurse was able to do so. And mss advised to change the environmental factors such as increasing the temperature of the room, radiant heat, and to confirm whether the pad was taco-ed around the baby, if the baby¿s temperature was below target temperature. Mss called back 1.5 hours later, nurse had not finished with the procedure yet, but nurse could see the patient's temperature was fluctuating between 30.5c and 33.5c. Nurse called back 2 hours later, they started extracorporeal membrane oxygenation and decided to stop the therapy on the arctic sun device for now and control the patient's temperature using extracorporeal membrane oxygenation.

Event description:
It was reported that the baby from the neonatal intensive care unit was already cooled on the arctic sun device. Nurse stated that the esophageal temperature was reading 29.7c, so the therapy was stopped, the patient had 42 hours of cooling remaining. And nurse could not confirm the placement of the esophageal probe because they were doing a sterile procedure cannulating for extracorporeal membrane oxygenation. Mss suggested to confirm the probe placement when the nurse was able to do so. And mss advised to change the environmental factors such as increasing the temperature of the room, radiant heat, and to confirm whether the pad was taco-ed around the baby, if the baby¿s temperature was below target temperature. Mss called back 1.5 hours later, nurse had not finished with the procedure yet, but nurse could see the patient's temperature was fluctuating between 30.5c and 33.5c. Nurse called back 2 hours later, they started extracorporeal membrane oxygenation and decided to stop the therapy on the arctic sun device for now and control the patient's temperature using extracorporeal membrane oxygenation.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "insufficient seal". The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.